Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an anastomotic shunt in a severely tortuous and non-calcified vessel. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.